Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient representative reported "pain, rippling in implants, hematoma, capsulectomy," "removal of implants due to fear alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, pathological testing for alcl, anxiety, cellular changes and damage of breast tissue, inflammation, seroma, accumulation of fluid in breast, swelling, contracture, pain, mild depression, and firmness." Patient representative additionally reported "shortness of breath", "chronic headache," ¿disfigurement.¿ these are not device related. Device was explanted. This record is for the left side.